Event description:
It was reported that during a standard (normal) pump replacement the catheter could not be aspirated. The reporter stated that they could not withdrawal through the catheter and that they could not ''push preservative free (pf) saline'' through the catheter. It was also reported that the catheter could not be retracted to explant; therefore a decision was made to put a knot in the catheter and seal around it with a medical adhesive. A new catheter was then placed, backflow was confirmed, and it was hooked up to the new pump. The concentration of drug was then decreased. The reporter later stated that the patient's catheter was ''fixed.'' It was later reported that the patient ''ended up coding the next day'' (refer to manufacturer report # 3004209178-2012-07171). The device system was used to deliver morphine, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Additional information received reported the patient did not experience any symptoms. It was noted protocol was followed when changing the patient's drug concentration and the procedure went 'very well.'